Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that insulin leaked from the reservoir into the reservoir compartment. The customer also stated she experienced high blood glucose levels. The blood glucose levels were not reported. Nothing further was reported.